Event description:
While performing upper gi on 9/23/97, it was noted that the catheter had broken off from betaport and lodged in the heart. Catheter was removed by cardiac catheterization through femoral vein. Catheter dome removed on 9/25/97.